Manufacturer narrative:
(B)(4). Date sent 9/26/2024. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Locked on tissue before firing. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Yes it was locked on tissue with the jaws closed. All of the troubleshooting steps below were tried multiple times. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? All of the above were attempted. Did the jaws eventually open? The stapler had to be sent to pathology with the specimen still attached. The next day someone went down and was able to remove the jaws by hitting the red button. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that the device was locked on the specimen. The device and specimen was sent to pathology. Later the first assist went to pathology and unlocked the device using the home button. There were no adverse consequences for the patient.